Event description:
Per the clinic, the patient experienced a soft tissue overgrowth on the abutment and underwent a skin revision surgery on (B)(6) 2016. The patient was treated with topical steroids for 7 days (specific date not reported); however, the issue could not be resolved. The patient underwent another skin revision surgery on (B)(6) 2016 in order to trim and clean the soft tissue. The implanted device remains.

Manufacturer narrative:
This report is submitted on november 07, 2021.